Event description:
In 2008, I had a medtronic spinal cord stimulator implanted. At first it worked ok, then I had to get it re-set. After that my pain kept getting worse, I ignored it thinking most of the pain was from either my rheumatoid arthritis or fibromyalgia, then the battery pack that was implanted started shifting, I contacted the doctor who said that was normal and shouldn't cause a problem. Now at this point it has rotated 90 degrees and also has one end that is closer to the surface of the skin that the other side is. Then I went to recharge it and all it would do is beep at me. I tried to get in to the doctors and kept playing phone tag and finally have an appointment with him for 2009. I have heard from other people that this has happened to other people as well. The way that the battery pack has shifted it is sitting directly against the bone and causing more pain when I sit and lay down. I don't know if there is much else to do about it then just got back to the doctors and have them remove it. But I wanted to make sure that someone knows about it. The device has not been removed yet. Dose or amount: na. Frequency: prn. Dates of use: 2008 -- 2009. Diagnosis or reason for use: chronic neuro pain down both legs to the toes.